Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma and was diagnosed with chronic obstructed pulmonary disease (copd) in (B)(6) 2022. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as adverse event and product problem in section b1 and section b2 as other serious or important medical events. After review, it was determined that the event of asthma and copd were assesed as non serious, not reportable injury. The patient did not report to receive medical intervention the following correction has been updated in this report to reflect the correct information.    Section(s) b1, b2, has been changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused asthma and was diagnosed with chronic obstructed pulmonary disease (copd) in (B)(6) 2022. The patient did not report to receive medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is corrected. Section h6 updated in this report.